Event description:
End user allegedly had "test strips reading a little high." End user is insulin dependant and the 20 point difference in her readings and her doctor's readings is an issue for her. Sent replacement.